Event description:
It was reported that the right atrial (ra) lead was explanted due to loss of capture. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was explanted for an unknown reason. No additional adverse patient effects were reported.